Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported during use of the bd syringe luer-lok¿ tip there is a cracked syringe. The customer stated the ¿syringe was found to be cracked while mixing a medication. It was not tapped against any hard surfaces. It appears that the syringe must have come out of the package cracked.¿ there was no report of injury or further medical intervention.

Manufacturer narrative:
Investigation summary: one loose 10ml assembled syringe was received by bd and reported to be from unknown batch # (p/n 302995). The sample was visually evaluated. The syringe was found to have linear crack in the barrel wall. The crack runs from approximately the 2ml gradline to the 9ml gradline, also a point of contact can be observed between the 4 and 5ml gradlines. A cracked barrel is a rejectable condition at bd, therefore based on the evaluation performed the defect is confirmed. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Based on the evaluation performed the defect, as noted by the end user, can be verified. CAPA not required based on severity and occurrence level defined for this complaint. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.